Event description:
Reportable based on analysis findings approved 31 october 2006. It was initially reported by one of the staff physicians that the carotid wallstent monorail "could not be used at the procedure due to some failure. The procedure was completed successfully and there were no complications for the patient." It was subsequently reported that the lesion being treated was a non-calcified, 70-80% stenotic lesion at the ostium of an 8mm diameter, non-tortuous internal carotid artery. The lesion was not predilated. Right femoral vascular access was obtained and there was no difficulty navigating the system through the sheath. The customer stated that, "the wallstent had been released 20% when it was observed that there were filaments in disorder and looking shredded, so it was decided to re-sheath it and remove the device, i.e.: the device was not implanted in the patient, and the procedure was finished without treating the obstructive lesion." It was further reported that the patient was asymptomatic during this event and "the patient progressed satisfactorily during and after the procedure." The procedure was not considered successful as "no stent could be implanted and the obstructive lesion was left untreated." No additional procedures were required and "the patient is ok."

Manufacturer narrative:
Product analysis confirmed that it was not possible to deploy the stent from the returned device. On microscopic examination of the device, it was noted that a stent wire had perforated through the outer sheath proximal to the exterior marker band. Dissection of the shaft along its length could not identify the exact cause of the restriction. A review of the manufacturing record for this batch showed that the device met its material, assembly and product specifications. No other complaints have been reported for this batch of devices. Product analysis could not conclusively determine the exact cause of the restriction met during deployment.